Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric obstruction during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not deploy. The stent was removed from the patient fully covered by the outer sheath. The patient was then transferred to gastro surgery for laparoscopic defect closure of the puncture site, and the patient was admitted to hospital beyond the standard of care. The patient condition is now normal. Note: it was reported that the axios stent was attempted to be implanted to treat a gastric obstruction during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f19 captures the reportable event of laparoscopic defect closure. Imdrf impact code f08 captures the reportable event of patient was admitted to hospital beyond the standard of care. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed, and the deployment hub was separated. Functional inspection was performed by manually releasing the stent, and it was observed that the stent was slow to expand but was eventually fully expanded. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. The reported event of hospitalization or prolonged hospitalization was not confirmed because this event happened during the procedure. The observed problem of deployment hub separated was most likely due to procedural factors such as handling of the device, the technique used by the physician limited the performance of the device and contributed to the observed problem. The observed problem of stent slow expansion rates can be negatively impacted by factors such as compression, time, temperature, and humidity. These events are seen most predominantly in the largest stent sizes. Therefore, these events are anticipated. The reported event and observed problem of surgical intervention and stent partially deployed are known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was being used for a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f19 captures the reportable event of laparoscopic defect closure. Imdrf impact code f08 captures the reportable event of patient was admitted to hospital beyond the standard of care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric obstruction during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not deploy. The stent was removed from the patient fully covered by the outer sheath. The patient was then transferred to gastro surgery for laparoscopic defect closure of the puncture site, and the patient was admitted to hospital beyond the standard of care. The patient condition is now normal. Note: it was reported that the axios stent was attempted to be implanted to treat a gastric obstruction during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.